Manufacturer narrative:
The suspect medical devices were not returned to the manufacturer for evaluation/investigation, but eleven unused devices from the same lot returned from the user facility. These items are evaluated to meet the specification. Based on the information provided, it is assumed that the cause of this damage is mechanical overload by the application of excessive force and/or improper handling. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure, the loop wire at the distal end of the hf-resection electrode broke off inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. In total three hf-resection electrodes were used to complete the procedure with a delay no longer than 30 minutes. There was no report about an adverse event or patient injury.